Event description:
Patient underwent revision surgery for exposed tube shunt in the left eye, which involved covering the tube with a corneat everpatch and closing conjunctiva over it. By post-op week #4, it was noted that the conjunctiva had retracted and exposed the everpatch. The patient therefore underwent another revision surgery on (B)(6) 2024 to prevent infection, during which the everpatch was explanted and replaced with an irradiated donor corneal tissue.